Event description:
This lead was implanted on (B)(6) 2003. A call to technical services on (B)(6) 2011 states that the patient has an infection and they are removing the whole device system. The physician is dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).